Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation and the involved lot number is unknown. Therefore the investigation is based upon the user facility information and the evaluation of the current product. Visual inspection of the current product sample revealed no anomalies or defects. Microscopic inspection revealed no defects. The outside diameter was measured and confirmed to meet manufacturer specifications. The urethane outer layer was peeled from the wire on the current product sample intentionally for checking the adhesion level of the urethane outer layer to the core wire. No anomaly or defects were observed. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the current product sample was verified to be the normal product. Based on the available information that the radiograph shows an object which looked like a residue of the device, after one week of the drainage of hepatic cysts and that a metallic needle was used at the access site, it is assumable that when the actual sample was fluoroscopically advanced to the target lesion through the metallic needle, the urethane layer of the actual sample was sheared with the edge of the needle. With no evaluation of the actual sample, the cause of this complaint cannot be determined definitely. The potential for such an event is addressed in the warnings section of the instructions-for-use by statements such as the following: warning: "do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Device not returned to manufacturer

Event description:
The user facility reported that they suspected that the urethane coating sheared off from the guidewire. Follow up communication with the user facility reported the following information: the radifocus guidewire was withdrawn after one week of the drainage of a hepatic cysts, then, radiograph showed an object which looked like a residue of the device. At the present, it had not been determined if this residual came from this device.